Event description:
A device report from synthes (B)(6) indicated a hospital in (B)(6) reported: during surgery for a distal radius fracture, after repositioning and installing the plate surgeon inserted va locking screw through guiding block in a positioning hole and then inserted and locked va locking screws via fixed mode. However he felt the screw in the proximal row most styloid hole was penetrated. He could not remove screw through plate hole because the fracture type was c. Surgeon decided to leave the screw and plate in place. Surgeon closed and finished this surgery. It was noted surgeon used torque limiter 0.8nm in lock. This is 2 of 2 reports for complaint (B)(4).

Manufacturer narrative:
Device used for treatment and not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.